Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative issued a service quote to confirm/resolve the reported complaint. The customer rejected the service offer. No report of patient involvement. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative issued a service quote to confirm/resolve the reported complaint. The customer rejected the service offer.

Event description:
The hospital reported that the adjustable pressure limiting valve was not working properly. Manual ventilation could not be used and the delivered pressure was higher than requested. There was no report of patient involvement.